Event description:
It was reported that the physician noted blood in the right ventricular (rv) lead at the site of the suture sleeve. In addition, a low impedance measurement was observed with the rv lead. The physician identified a nick in the lead insulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: vedr01 ipg, implanted: 2008-(B)(6); (B)(4).